Event description:
After approximately 10 minutes after placing the patient on the ventilator, the ventilator alarmed and did a restart. The patient was ventilated with an alternate device and placed on another ventilator. Low battery message was observed by the user. No patient injury reported.